Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer was on site and found both connectors on pim and pim cable were damaged, and the pim was not recognized. Both pim and pim cable were replaced; system met specification for the performed service and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in an ivus procedure. During use, the pim was not detected. The pim cable was disconnected from the pim, and found that the locking connector was damaged and could not be reconnected to the pim. The overall procedure was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.